Manufacturer narrative:
Results: the returned ipg communicated with lab utilities, passed functional testing and when programmed, did not display and any anomalous outputs when monitored on an oscilloscope. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-21550. Reference MFR report: 1627487-2014-21551.